Manufacturer narrative:
A complete manufacturing records review conducted by intrinsic showed that the product was manufactured to specification. The mesh component was dislocated and endplate changes around the mesh component and anchor are clear from the CT imaging. Device migration is a known inherent risk identified in the device IFU with occurrence rates lower than those stated in our device IFU which are determined and based upon the pivotal superiority study. Note: this MDR is being filed since intrinsic has identified 12 complaints that originated outside the us (ous) between feb 2019 and may 2020 that are deemed to be reportable in the us. Hence this MDR report is past 30 days from the adverse event occurrence date.

Event description:
Patient presented with apparent endplate changes and leg and back pain. Reoperation scheduled and confirmed for (B)(6) 2019. Observations of a "dislocated" mesh that was difficult to remove due to encapsulation in scar tissue, endplate changes, osteolysis, instability, and wear debris. The site reported that the device fractured during explantation.